Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter per additional information received bleeding ceased spontaneously, bleed source was not identified. There is no additional operation performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open right hemicolectomy procedure. There were no issues experienced with the stapling devices during the procedure. A transluminal bleed was identified in recovery. A colonoscopy was performed, however, unable to identify the bleed site. There was blood loss of over 500 cc and a blood transfusion was required. The patient outcome is alive, no injury. The patient's medical history is ex-smoker that quit 40 years ago, on thyroxine, otherwise nil. Bowel cancer.